Event description:
It was reported that prior to discontinuing a patient's patient-controlled analgesia (pca) pump, patient requested to use the restroom. After patient used the restroom, pump was discontinued and removed from patient's room. At that time, pump was found to be unlocked from the back of the device and had reportedly previously been locked. Upon review, it was noted that the pump had delivered a 4 mg bolus of dilaudid. Patient ordered 1.8 mg pca dose and no bolus doses. Bolus dose was not programmed or administered by rn. Concern raised that patient unlocked pump with a four digit code and delivered bolus dose. Pump removed from service. Reportedly no harm occurred to patient.